Event description:
It was initially reported by a nurse at the patient's school that the patient's mother felt that the "device had become dislodged"; however no details regarding what this meant were known. Additional information was later received from the patient's neurologist indicating that the patient has recently been having major behavioral issues. Recently during a behavioral outburst, he was assaulted by a security officer who was trying to detain him. The neurologist was concerned that there may be a disconnection on the lead now, as following the conflict with the security officer, the patient had bruising on his left chest. Also, since that incident, the patient cannot feel magnet stimulation, and magnet activations are not working to abort seizures. The patient has also started to experience an increase in seizures. Device diagnostics have not yet been performed as the patient has since been hospitalized due to the behavioral issues. The neurologist indicated that the therapy has helped with both the patient's seizures and behavioral issues, and they believe there is an issue with the device due to the increase in both. It is unknown at this time if there is an issue with the generator or the lead. Attempts for additional information are in progress.

Event description:
Additional information was received indicating that the device was checked on (B)(6) 2012 and was functioning properly. Diagnostic results were all ok. The patient had improved and has not experienced any more seizures since the time of the initial report. There was no migration or other issues with the device. The parents were initially concerned because of the bruising from the trauma, and they thought that there may be something wrong with the device because of this. The physician now believes that the increase in seizures was related to the trauma not to a vns malfunction. They also do not feel that the patient's behavioral issues are related to vns as the patient is autistic and is just getting stronger and is having more issues with age. The patient was also able to feel magnet stimulation again when the magnet was swiped on (B)(6) 2012. Since the patient is now doing well with regard to seizure control the patient was left at the same settings and no interventions are planned. No other information was available.